Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, version #: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the site had problems tracking a driver in the orange instrument tracker. The procedure was completed without the use of navigation. Another imaging system was used. It was noted the surgeon was not using "medtronic metal" (interpreted as there was no metal interference with the electromagnetic field). The reported issue did not result in procedure delay. There was no impact on patient outcome. Additional information received on 2020-jan-23 indicated the system was used in a lumbar fusion without issue. The system appeared to be functioning as intended. The likely cause of the tracking issue was attributed to a site personnel that was not familiar with the navigation system and not verifying the instrument properly.

Manufacturer narrative:
H3) a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined since the behavior could not be replicated. Fdm 10, fdr 213, fdc 67 still apply to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.